Event description:
It was reported that a MiniCap Transfer Set had a connection issue with the cassette. The cassette had no issue. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.